Manufacturer narrative:
Findings: pump received with unresponsive buttons due to moisture damage at keypad traces. No button error alarm noted. Traces of corrosion found at the electronic assembly and motor assembly per visual inspection. Unable to perform functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to unresponsive buttons. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, stained end cap sticker and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer stated the display went blank immediately after the moisture exposure. The customer stated the pump restarted three times after the moisture exposure, then the buttons stopped working. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.